Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. Product ID 87 09sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer patient and a healthcare provider via a manufacturer representative. It was reported that the patient had their pocket revised due to skin erosion. It was noted that the patient had a wound from the device that was thinning over in 2014 (B)(6).

Event description:
It was reported that, when the patient was seen by his healthcare provider (hcp) on 2014-(B)(6), he was experiencing thinning of the incision over his pump, measuring 2cm by 3cm. It was noted that this was enlarged. However, clarification of this statement was not provided. There was no drainage or significant surrounding erythema to suggest an infection. It appeared to the hcp that the patient had fascial failure in the mid-portion of his incision with thinning. The patient was scheduled for removal of the thinned area and re-closure of his wound. A pump pocket revision was done on the date of this report because the patient experienced a blood blister and irritation over the pump. The hcp felt that the reason for the blister was because the pump was rubbing. The pump was implanted deeper for this reason. During the pocket revision, the surgeon removed an additional 8.5cm from the existing catheter. He did not aspirate the catheter, however, let the catheter drain of drug and cerebrospinal fluid (csf) for 10-15 minutes. Since the catheter was left to drain and was not actually aspirated, it was unknown what was to be primed. The hcp made the decision to prime the entire catheter because he believed that it was completely empty from draining for 10-15 minutes. The patient was observed for an additional 15 minutes past the prime duration to ensure that he was doing well; the patient was doing fine. The patient recovered without permanent impairment. The device system was used to deliver baclofen. If additional information is received, a follow-up report will be sent.